Event description:
The reporter noted there was a slit in the dermatome handpiece cord which "was not down to the wire" and "the unit was smoking". There was no pt or user injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.